Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopy cholecystectomy procedure, the weck autoendo clip applier properly advanced a clip but that the applier's metal anchor, the center anchor which holds the hinge portion of the clip, would not retract back into place, subsequently not allowing the next clip to advance. The doctor then used the weck manual hem-o-loc clip and applier to finish the procedure successfully. The auto endo clip applier was not saved. There was no patient injury.